Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker replaced the power pcb assembly as a preventative measure. The battery pins were also replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device intermittently powered off itself, especially when moving the device. There was no patient use associated with this event.